Manufacturer narrative:
No equipment was returned for investigation.

Event description:
Pt was treated in 2005. Pt claims that she is experiencing facial fat loss. Pt has had multiple corrective procedures.